Event description:
Additional information received; one day following the initial treatment an inferior quarter of which island liken changes were noted on the interface which dipped down one week later. The patient was noted to be impaired by the strength difference in the eyes. The topical steroids were used five times daily following the initial treatment. Eleven weeks following the initial treatment the patient was reevaluated and trans photo refractive keratectomy (prk) was successfully performed two days later. One week following prk the patient was reported to be healing as expected. The patient additionally reported to the surgeon that they are unsatisfied with the post operative result although the surgeon indicates that from the medical point of view "everything is fine".

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the patient reported severe pain and a circulatory collapse following the initial treatment. The patient could not see properly with or without glasses, and was restricted in every day life following the unsuccessful treatment of the right eye. Due to the shifted pictures the patient reports daily headaches as further side effects following the initial treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a flap was not cut completely during lasik flap creation of the right eye; flap lift was not possible. The reporter informed that there were probably problems in the inferior area of the flap. Additional information received; the procedure was not completed and there has not been an impairment to the patient. No additional intervention has been performed and will not be until further treatment can be planned.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) checked the complete system and replaced beam expander, f-theta and applications interface preventively. Samples received. Beam expander and f-theta were sent to supplier for failure analysis: beam expander met specifications. F-theta shows a malfunction, which can contribute the reported flap issue. The most possible root cause is component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The technical review has been completed. No technical defects could be found, nor could the error pattern be reproduced. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows many successfully performed treatments. The energy was stable during treatment day. The related treatment cannot be identified. But the review of the complete day shows no abnormalities or deviations. The customer performed the beam control check immediately before treatments like recommended. The logfile shows the energy is stable during treatments. No relevant deviation between planned and performed energy is detectable for the treatments. The user operated surgery within the recommended energy settings. No technical root cause of device was detectable during review of the logfile. Clinical review of the treatment report shows a white irregular structure can be seen on the superior part of the flap. This white structure implies that the cut went to the bowman membrane and therefore the flap can be considered as very thin in this area. This is the reason the flap could not be lifted. Usually this irregularity can be seen with thin planned flaps and/or much liquid between patient interface and cornea. Also a horizontal darker line can be seen in this area, but due to the resolution of the image no conclusion of the origin and the influence can be drawn. Since the planned flap thickness and the suction time were within range, the energy and spacing settings are within the recommended range, the centration of the ring and the placement of the canal were very good and there was no excessive fluid between patient interface and cornea, no clinical conclusion can be drawn, what might have led to this result. No technical root cause was identified, the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).